Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment and gasket does not stay in place. The customer¿s blood glucose level was 199 mg/dl. Customer stated there reservoir is not secured. The customer was assisted with troubleshooting. Customer stated reservoir compartment had cracked off or word down when customer was removing the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Unit received with completely broken off reservoir tube lip and missing reservoir tube lip o-ring. Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window and case.